Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip was inserted and deployed on the mitral valve, reducing mr. However, an increase in pressure gradient was observed. On an unknown date, post procedure, a transthoracic echocardiogram (tte) revealed moderate to severe stenosis. It was noted that the physician was first notified that a tendyne transcatheter mitral valve replacement was not possible in the first communication regarding this patient. However, the screening revealed a borderline anatomical case that may have been possible for tendyne, and the physician was not notified of this until after the mitraclip procedure, which upset the physician. No additional information was provided.